Event description:
It was reported the patient had high impedances on all contacts of both leads. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Related manufacturer reference number: 3006705815-2022-18632.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.